Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix could not be retracted on the right ventricular (rv) lead. The lead was not implanted and a second rv lead was attempted; however, the helix could not be retracted on that lead as well. The lead was notimplanted and a third lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.